Event description:
It was reported to philips that the device was unable to charge the battery (dom 2014). It was noted by the customer that the unit displayed a red x in the rfu indicator coincident with the reported failure. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.